Event description:
Hypoglycemic patient receiving continuous infusion of d10 to correct hypoglycemia. On routine check, pump found to be plugged in but "shut off." Patient's blood sugar checked, found to be 25. Treated without sequelae. Investigation revealed that the nurse hung a new bag on channel a, reset the infusion volume, and heard a "beep." She looked at the display and thinking that channel b was on by mistake, pressed the channel off button. However, she had not pressed start for channel a, so instead of turning just one channel off, the pump was shut off completely.